Event description:
It was reported during inspection for use, the ceramic head of the resection sheath broke. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.